Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation primary procedure with an unknown saline mentor breast implant and experienced deflation on the right breast implant. The deflation was confirmed during surgery. As a result, the patient had undergone bilateral removal and replacement with unspecified mentor saline devices on (B)(6) 2017. Patient experienced no accompanying symptoms, was not hospitalized, and has since recovered fully.

Manufacturer narrative:
On 04/10/18, it was reported to mentor that replacement devices were saline mentor smooth round moderate plus profile 300cc breast implants. On 05/02/18, it was reported to mentor that device evaluation and investigation have been completed. Upon receipt by mentor, two devices were returned the device a returned without fluid. Brown and white material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. Otherwise, the device b returned without fluid. Brown and white material was observed within the device. Upon visual examination, the device appears intact. No other anomalies were discovered. Complaint was not confirmed. At this point is not possible to determine the etiology of the white and brown material found on the device. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).